Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v and the lens tore upon insertion. The surgeon cut the lens to remove it. No patient injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows that both haptics are torn off into the optic of the lens and are missing. There is clear surgical residue on the lens. Conclusions (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.